Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the most likely cause of the dissection was the right common iliac artery¿s 90% stenosis with circumferential calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case in the native aortic valve, an access vessel injury happened. As the patient had chronic total occlusion in left external iliac artery, right tf access was chosen though the right common iliac artery (cia), had 90% stenosis with circumferential calcification. Ballooning with a 6.0mm balloon catheter was performed a couple of times to the right cia. After checking with intravascular ultrasound that the lumen was secured, the vessel was dilated and a 14fr esheath was inserted but got stuck at the cia. The guidewire was changed to a lunderquist to and the sheath managed to be inserted. Although some resistance was felt while advancing the delivery system at the cia, a sapien 3 valve was successfully deployed in the targeted position. After removal of the sheath, angiography showed a ¿slit like¿ image at the cia, although no dissection was observed. A stent-graft was placed as a precautious measure as there was a possibility of expansion of the slit. Another ballooning was required due to expansion failure of the stent-graft. Final angiography indicated good blood flow and the procedure was completed. However, another angiography showed flow-delay distal of the right cia. The physician determined the blood flow was competent so a decision was made to monitor the condition. The access vessel was 90% stenosed and circumferential calcification was observed. No vessel diameter was available. The device was discarded at the hospital and not returned for evaluation.